Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The investigation determined that the likely cause of the no output from the serial digital interface port 2 (sdi2) was a failure of the printed circuit board due to deterioration associated with the age of the device. Olympus will continue to monitor the field performance of this device. Corrected data: h3.

Manufacturer narrative:
The device evaluation determined that the cause of the sdi2 port not producing an output was a faulty printed circuit board (cm board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The otv-s190, visera elite video system center, was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified that there was no signal output from the sdi2 (serial digital interface) port. There was no reported patient involvement.